Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try several troubleshooting steps including different button presses and charging attempts, and when pump still did not turn on, technical support arranged a replacement pump, confirmed shipping details, and instructed customer to use multiple daily injections as backup therapy, put nonworking pump into storage mode, program settings and connect continuous glucose monitor on replacement pump, and return malfunctioning pump using provided pre-paid label.